Event description:
It was reported that for 2-3 months following implant, the patient had good therapy. Then, "all of a sudden she was in a worse situation than before the implant." The patient experienced a loss of therapeutic effect and a change in the location of stimulation. She initially felt stimulation in front and it moved so that it was near her tailbone. She underwent reprogramming twice without success. The physician felt the lead may have moved. The patient outcome is unknown. Further information is being requested from the hcp.